Manufacturer narrative:
On 03/31/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/03/2017 a medtronic representative, following-up at the site, reported the site ended-up sending the patient back to MRI for a second scan. They deleted the old scan from the navigation system per the doctor's explanation. It was determined they had motion artifact on the scan, which resulted in being unable to obtain good accuracy after registration. The patient came back from MRI and was registered with tracing. The surgeon was pleased with the accuracy and proceeded with the surgery, without further issue. On 04/11/2017 software engineer analysis of patient logs was unable to determine probable cause with the information provided. - no further issues have been reported.

Event description:
A site representative, neuro technician, reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. The site representative reported that they were unable to threshold their 3d model and register their patient. They were using a magnetic resonance imaging (MRI) to register. Adjusted the 3d model settings from shell to shaved vr and that improved the 3d model for the surgeon to successfully register the patient. After registration the surgeon deemed being inaccurate. Attempted to re-register the patient and surgeon still felt inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was one hour, 15 minutes before continuing. There was no impact on patient outcome.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Device manufacture date updated to proper value.